Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent alarm - backup alarm failed" error had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that a "check vent alarm - backup alarm failed" error had occurred. The remote service engineer (rse) reviewed the event log and confirmed the error in the event log. The rse then provided the suggested repairs per service manual; replace motor controller (mc) printed circuit board assembly (pcba), central processing unit (cpu) printed circuit board assembly (pcba), and/or power management (pm) printed circuit board assembly (pcba). A field service engineer (fse) went onsite and performed a replacement of the cpu pcba and pm pcba to resolve the issue. The fse replaced the cpu pcba and pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.